Event description:
It was reported the patient came to the hospital (B)(6) 2020, due to leaking in clamp area of PICC. The PICC had been placed on (B)(6) 2019. Acces team placed a new device and no observed injuries in patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause could not be determined from the video sample provided. One video sample of a powerpicc catheter in use within a patient was provided for evaluation. The catheter is being flushed with a clear fluid through a injection hub attached to the powerpicc. Fluid is observed to leak in the extension leg of the catheter near the hub location. Adhesive residue appears to be visible at the location of the leak and the extension tubing appears to be slightly compressed. The surface characteristics cannot be clearly observed through the video sample provided. Since a leak was visible in the video sample provided, the complaint is confirmed; however, the exact cause remains unknown. Possible contributing factors include sharp instrument damage and damage caused by use conditions. A lot history review (lhr) of redx3920 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx3920 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient came to the hospital (B)(6) 2020, due to leaking in clamp area of PICC. The PICC had been placed on (B)(6) 2019. Access team placed a new device and no observed injuries in patient.